Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 424mg/dl. The customer had symptoms such as nausea, thirsty, and sleepiness and treated with manual injection. Customer's blood glucose value was 424 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2018. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. Customer was asked when was last change of the infusion set (B)(6) 2018. Advised to treat per healthcare professional's recommendation. The product will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).